Event description:
The tined lead electrodes were showing high impedances on electrodes 1 and 2. There were no motor responses. This occurred during tined lead placement, while attempting motor response testing and prior to lead deployment. The tined lead was replaced with a new tined lead.